Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was emitting frequent loss of prime alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:a review of the pump¿s history revealed a loss of prime due to non-zero low force on 10/07/2013. The pump powered on normally during testing and was able to be tested for 24 hours with no loss of prime. The force sensor was found to be out of calibration. The pump¿s cover was removed and no intermittent connection was found on the force sensor assembly. The force sensor resistance was found to be in specifications. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).